Manufacturer narrative:
One used uv transfer set was returned to (B)(4) for eval. A leak test was performed under water at 8psi for 10 seconds and a 7mm tear and leakage were observed in the silicone tubing near the twist clamp. The reported complaint issue was confirmed.

Event description:
Baxter (B)(4) reports leakage and a crack noted in the tubing of a uv transfer set after connection with a clean flash machine. It is unknown how long the set had been in use when the leak was noted. The transfer set was changed and the affiliate reports no pt injury or medical intervention as a result of the incident.